Event description:
On (B)(6) 2011, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis. On (B)(6) 2012, one-year follow-up CT revealed proximal type 1 endoleak due to the trunk-ipsilateral leg migration distally of 10 mm. On (B)(6) 2012, an aortic extender was implanted at the proximal neck to repair the type 1 endoleak. The endoleak was resolved and the patient tolerated the procedure.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.